Event description:
It was reported to bsc/target that during the gdc 10-ultrasoft stretch resistant coil synerg detection circuit detached successfully; however, it got stuck onto the microcatheter. A loop of the detached device came out of the aneurysm. At last, whole detached device migrated in the pt's cerebrovascular. It could not be removed from the pt's vascular. Twenty eight coils were deployed successfully prior to incident, 29 total. The current status of the pt has not been confirmed. According to the physician, obdormation may be expected to occur in the lower half of the body. Add'l info through a co rep has been requested regarding the pt's current condition, waiting for the response.